Manufacturer narrative:
The reagent lot number is 675656. The expiration date was not provided. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found a tear in the rinse head tubing and replaced it. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ua2 uric acid ver.2, results for 1 patient sample on a cobas 8000 c702 module. For sample 1, the initial ua2 result was 41 umol/l. The repeat result was 228 umol/l.